Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Medtronic representative reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 550 mg/dl. Customer was in the intensive care unit and experienced diabetic ketoacidosis. Customer's husband advised they suffered from kidney and bladder infections. Customer's husband was assisted in suspending the insulin pump and reminded to call the helpline for further assistance.